Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following caused the event: damage of charged coupled device (ccd) cable in the bending section by stress applied to universal cord failure of ccd unit by the device handling below: system ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. The following is included in the instructions for use (IFU): "important information ¿ please read before use: warnings and cautions: do not connect the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image (whiteout image). The reported issue occurred during a diagnostic endoscopic sampling procedure. The intended procedure was cancelled. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the device was displaying a b30 error code (scope communication error). This report is being submitted for the malfunction found during device evaluation (b30 error code).

Manufacturer narrative:
During inspection and testing, the reported issue (no image) was confirmed. It was observed the device was not displaying an image with a b30 error code due to immersed device. The issue persisted even after replacing the up board. In addition, service found the light guide tube was wrinkled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.